Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg would not charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction.

Event description:
A report was received that the patients ipg would not charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patients ipg would not charge. The patient will undergo an ipg replacement procedure.